Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message and the pump head stuttered and stopped before bypass. There was no report of patient injury. The complained pump was returned to sorin group (B)(4) for investigation. During a test run, the pump stopped after 20 minutes and a motor control error appeared on the display. All of the internal connections were checked and a loose connection to the internal motor plug was identified, causing the error. The connection was reseated and a subsequent 2 hour test run at different speeds with different configurations did not identify any further faults. The hkr board and touch screen were replaced with upgraded hardware and the device was cleaned and disinfected. A technical safety inspection was successfully performed and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message and the pump head stuttered and stopped before bypass. There was no report of patient injury.